Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: the pump's black box showed no evidence of short battery life however multiple motor power supply fault alarms were observed following a low and replace battery warning. Each motor related alarm occurred during a "rewind" attempt. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump on the motor regulator and other associated electrical components. The battery compartment was found to be cracked. The audio bolus button cover was found to be missing.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.